Event description:
A us distributor reported that a patients battery pack was unable to power on a monitor. A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse events occurred from the damaged battery pack. Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b".  The root cause for the open wire was excessive force.  No adverse events occurred from the damaged electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b".  The root cause for the open wire was excessive force.  No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.